Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the gas blender was not calibrating on the electronic pt gas system (epgs). When they tried to adjust the flow, it kept dropping. The perfusionist was able to change out the machine with no delay to a case. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.